Manufacturer narrative:
Concomitant medical products: product ID: 4058m52 lead, implanted on (B)(6)1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were concerned that their implantable pulse generator (ipg) may not be working properly and that they have "had events" recently. The patient also reported feeling like "when the device reaches safe mode". The patient stated that at a recent device check the ipg was working as expected. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.